Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had clipped the catheter into place and wanted to move it. The clips were removed and the surgeon went to fire the device and it would not fire; it jammed. A new device was used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Finally, the device locked out as intended but the orange indicator was visible at 14th firing sequence, thus, it did not show up completely. These findings are not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.